Event description:
It was reported that the autopulse li-ion battery will only charge up to 3 led's out of 4. No adverse pt sequelae was reported. No further information provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.